Event description:
Peritoneal dialysis pt on continuous cycling. Peritoneal dialysis from (B)(6) 2014, tested positive for fungal peritonitis sample collected (B)(6) 2014. Peritoneal catheter was removed. Notified by facility of final result was candida tropicalis on (B)(6) 2014. Pt was placed in comfort care and expired (B)(6) 2014. MFR ref #2937457-2014-00357.